Event description:
Pt had a cut near the bridge of the nose, between the eyes. The device was used to close the wound in the plastic surgery dept of the emergency room. The would was cleaned with alcohol to the closing. The sales rep had explained not to use ointiment or liquid medication after applying the product. The wound was found to be open at about the 10-day follow-up check. The wound was closed again with sutures. No further info has been provided on the pt and their condition. Product was not returned.